Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17889.

Manufacturer narrative:
Reporter and reporting institution phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a machine pressure sensor cannot be zeroed. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips field service engineer (fse) confirmed the customer's issue (the machine pressure sensor cannot be zeroed). The fse restarted and checked the device. The problem persisted after reconnecting the data acquisition board. The fse replaced the data acquisition board to resolve the issue. The device was returned to full functionality.